Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2012-04552, 3005099803-2012-04553, and 3005099803-2012-04554 address these devices. It was reported to boston scientific corporation that three resolution clip devices were used during an egd (esophagogastroduodenoscopy) and stent placement procedure within the esophagus and stomach performed on (B)(6) 2012. According to the complainant, during the procedure, once the first clip (mr # 3005099803-2012-04552) was locked and deployed within the patient, it failed to separate from the delivery catheter. Reportedly, attempts to disengage the clip by manipulating the device were unsuccessful; therefore, the resolution clip device was withdrawn from the patient. Two additional resolution clip devices (mr # 3005099803-2012-04553 and 3005099803-2012-04554) were used and the same issue occurred with each; after deployment, the clip failed to separate from its respective delivery catheter. The case was able to be completed using a fourth resolution clip device without any further issues. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.